Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 481 (mg/dl) and trace ketones. Customer changed infusion site and administered an insulin injection to treat bg levels. Reportedly, contact believes customer has not been monitoring bg levels regularly and is currently menstruating which may be contributing to bg levels. Although requested by tandem technical support, contact declined to perform troubleshooting for the customer's pump. Contact stated that health care provider has been contacted to discuss elevated bg levels.